Event description:
(B)(4). Same case as MFR report #: 2134265-2010-03643. It was reported that during a carotid artery stenting treatment procedure, the patient experienced transitory vasospasm and bradycardia. The index procedure treated the 80% stenosed, 4x0.6mm target lesion located in the ostium of the left internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 10x24mm carotid wallstent. Following post dilation with an unspecified device the residual stenosis was 0%. During the procedure the patient experienced transitory vasospasm and bradycardia. No action was taken for the vasospasm. The patient was treated with medication for the bradycardia and the event resolved without residual effects the same day. The patient was discharged 1 day post the index procedure. Per the physician, the event of vasospasm was listed as "possibly related" to the filterwire ez and the event of bradycardia was listed as "possibly related" to the carotid wallstent.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).